Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for peritonitis. The patient was treated with meropenem (500 mg twice a day; route and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient was recovering. No additional information is available.